Manufacturer narrative:
Event date is estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported patient has a history of gastrointestinal bleeding and anemia. The patient has had generalized weakness and frailty with significant anemia. Aspirin is held when the patient has a gastrointestinal bleed. The bleeding was associated with lvad related arteriovenous malformations (avms) in the small bowel. The patient has had 3 colonoscopies and 3 esophagogastroduodenoscopies that did not show a source of bleeding. Capsule study showed possible avms in the small intestine. The patient continued octrotide 50 subcutaneous twice daily.

Manufacturer narrative:
Section b3: correction section b5: additional information

Event description:
Patient had gi bleed and driveline perforated colon on (B)(6)2019.